Event description:
It was reported that there was a separation between the female connector and the main body of a peritoneal dialysis (pd) transfer set. This was described as the "patient line from homechoice cassette could not be unscrewed from patient miniset" and the "dark blue male connector was coming away from miniset". As a result, the patient forcibly pulled the homechoice patient line, instead of unscrewing, which allowed the patient to disconnect from homechoice. Then the patient went to the clinic and while the line was being flushed, fluid leaked from the "miniset housing". This occurred during use of the device for peritoneal dialysis therapy. To resolve the issue, the transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction made to d1: brand name: minicap transfer set (previously submitted as ni). Correction made to d4: catalogue #: r5c4482 (previously submitted as asku). H11: the device was received for evaluation. Visual inspection was performed and a separation between the female connector and main body was observed. Leak, clear passage, and clamp function testing were performed with no issues observed. The reported condition was verified. The cause was determined to be manufacturing related due to an inadequate solvent bond between the female connector, insert chip, and main body. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.